Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 could not maintain the tunnel because there was no insufflation. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the cannula. There was some evidence of blood. A functional flow test was performed and fluid passed through the insufflation tubing. Based upon this, the reported complaint could not be confirmed. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode. Internal file number - (B)(4).